Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving the cycler message make sure heater bag is on heater tray. The patient checked all connections and then proceeded to reboot the cycler. The message appeared after the reboot as well. The treatment was cancelled. When the cassette door was opened, fluid was noted to be leaking. The cycler will be replaced. Product information for the cassette was not available.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the cycler message make sure heater bag is on heater tray. The patient checked all connections and then proceeded to reboot the cycler. The message appeared after the reboot as well. The treatment was cancelled. When the cassette door was opened, fluid was noted to be leaking. The cycler will be replaced. Product information for the cassette was not available.